Manufacturer narrative:
In some countries outside of the united states, personal info is not provided due to the privacy laws.

Event description:
(B)(6) customer's son received blood result of 98 mg/dl on his breeze2 sys. He had hypoglycemic symptoms and another test was run with result of 32 mg/dl. He was given some sugar and the blood test was repeated with result of 60 mg/dl. Test strips were replaced and customer strips are to return for eval.